Event description:
60 hz interference with distal signal of ablation catheter, troubleshot by changing out the cables, did not resolve. New ablation catheter opened, case completed, patient w/o injury.